Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2013. Concomitantly, the patient underwent a cystoscopy. There was no mesh or injury to the bladder or urethra identified. The patient underwent an anterior and posterior vaginal repair on (B)(6) 2014 and no vaginal injury and no sign of vaginal mesh erosion was noted. Post-operatively, the patient experienced high post-void residual volumes requiring repeat catheterisation. The patient underwent flexible cystoscopy on (B)(6) 2014 and mesh had eroded into the mid-urethra. Additional information has been requested.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. The patient experienced pain and discomfort following the operation. The patient underwent multiple surgeries including partial mesh removal. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a surgical procedure to partially remove the mesh on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The indication for the sling procedure was urinary stress incontinence. The diagnosis and indication for the anterior and posterior vaginal repair on (B)(6) 2014 was pelvic floor relaxation. The physician opined that contributing factors to the event was possible injury at the time of original sling insertion, although cystoscopy immediately on completion of insertion revealed no abnormality and no injury. Symptoms of mesh exposure occurred in (B)(6) 2014 with a stinging discomfort in vagina, unable to tolerate coitus, and difficulty walking for any length of time. The patient was seen on (B)(6) 2014 and was well, dry, and asymptomatic. The sling remains in place and the patient is waiting for mesh excision. (B)(4).